Event description:
Equipment failure: providers were placing a chest tube at bedside and the chest tube kit was malfunctioning (guidewire wouldn't screw into the pigtail). Wayne pneumothorax tray, 14 fr, lot # 16701433.